Event description:
The patient's dose of baclofen was decreased from 6,000 mcg/ml to 4,000 mcg/ml without titration and the patient experienced seizures. The concentration was then brought up 10%. The outcome was unk. Further information is being requested from the hcp. The pump also contained clonidine and morphine.